Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in a shunt in the non-tortuous and non-calcified vessel. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres within 1 minute. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition post procedure.